Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the reporter (patient's doctor) contacted lifescan (lfs) alleging an unusual issue with the patient's onetouch ultra2 meter. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist requested the csr listen again to the original telephone call recording. The reporter stated that the alleged issue started on (B)(6) 2016 at 10am when the patient obtained a reading "over 600mg/dl" using the subject device. The reporter stated that the patient manages her diabetes using insulin (self-adjuster) and she reportedly increased her dose of insulin on (B)(6) at 10am in response to the reading obtained. The reporter stated that the patient experienced symptoms of dizzy, tripping and falling, and was taken to the emergency room (ER). The patient was allegedly concussed and does not recall what treatment she may have received at the hospital. From the information available, the patient's blood glucose was measured in the ER although it is unclear if the reading was over 400mg/dl or over 600mg/dl, and the reporter stated that the patient may have received hcp treatment with insulin (levemir / novolog 4-12 sliding scale) in response to the reported issue. At the time of troubleshooting, the csr was unable to walk the patient through resolving the issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained a result over 600mg/dl on the subject meter, and subsequently received hcp treatment in the ER for an acute blood glucose excursion after the alleged meter issue began.